Event description:
The device was explanted due to routine battery depletion.

Manufacturer narrative:
(B)(4): catheter model: 8709, serial #: (B)(4), implanted: 2005-(B)(6), explanted: unk. Analysis of the pump revealed a high battery resistance.